Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, g6, h2, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 16-oct-2022 to 15-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the biometric scanner was responding slowly while the patient was bleeding on the table. A technical service specialist rebooted and reinstalled biometric driver to resolve the issue. The system functioned as intended after the technical service specialist troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es biometric scanner was responding slowly while a patient was bleeding on the table. The customer stated that the chief anesthesiologist entered username into the pyxis and got a spinning wheel and was unable to login and had to get medications from another suite to put the patient to sleep. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, that the biometric scanner slow response was due to software issue. A field service engineer rebooted and reinstalled biometric driver to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system biometric scanner slow to respond during patient was bleeding on the table. Customer stated that the chief anesthesiologist put his username into the pyxis machine and got a spinning wheel that would not let him continue to login. Customer added that they had to go over to another suite to get the medications needed to put the patient asleep. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section h11 - corrected additional manufacturer narrative. Upon investigation of the actual device used in this incident, that the biometric scanner slow response was due to software issue. A technical support specialist rebooted and reinstalled biometric driver to resolve. The system functioned as intended after troubleshooting.